Manufacturer narrative:
This supplemental report is being submitted to provide correction, additional information and the results of the legal manufacturer's final investigation. Corrected field: h6: component code (changed from ¿g0408201¿ to ¿g02034¿). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned, as an olympus on-site repair inspection was performed for the evaluation and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified but it¿s likely that the problem was due to defective footswitch which is the cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer further specified that there is air leakage from water pump foot switch.

Manufacturer narrative:
E1 - facility name: (B)(6) hospital . E1 - address: (B)(6) province; postal code (hospital) (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flushing pump had a faulty water pump foot switch. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.